Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. Due to patient privacy laws the managing hospital did not communicate patient outcome information. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was not provided by the customer and is unknown. The device was not returned for investigation.